Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, several mode switch episodes were observed due to noise oversensing. Preliminary analysis revealed that the atrial noise oversensing was most likely due to the beginning of a lead issue.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, several mode switch episodes were observed due to noise oversensing. Preliminary analysis revealed that the atrial noise oversensing was most likely due to the beginning of a lead issue.